Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap couldn't be removed from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the returned battery cap was unable to be fully tightened and was difficult to remove. A test cap was also unable to fully tighten to the pump. The battery compartment threads were stripped. The battery compartment was cracked to the left of the bumper pad at the threads and at the case seal below the bumper. The display screen was dim and discolored.